Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported there was a return of symptoms. The patient had programming performed at the healthcare provider's (hcp) office, which was noted to have been effective. The following day, the patient had a return of hip pain. It was noted the implantable neurostimulator (ins) was on. The patient had tried increasing stimulation on the current program but it was too high and caused the patient's legs to jiggle, so she lowered it. The patient had 3 groups, a, b, and c. It was reviewed to try the other groups/programs and it was recommended for the patient to follow-up with the hcp if the issue did not resolve. Additional information received from a consumer reported the issue of the return of pain resolved. The patient had called her physician and they stated some of the pain was related to normal post-operative swelling in the area since she had recently been implanted. They were able to adjust the stimulation and it was working just fine. The stimulator was helping the patient.

Manufacturer narrative:
Corrected information: sex, date of birth if information is provided in the future, a supplemental report will be issued.